Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging she was unable to test because her onetouch select meter was in the coding mode. The medical surveillance specialist (mss) was unsuccessful in contacting the patient for a follow up call. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 6:30am, the patient alleged the issue began. The patient reported that she takes a combination of diabetes medications including pills with diet and exercise to manage her diabetes. The patient denied making any changes to her usual diabetes management routine in regards to the alleged issue. The patient reported, on (B)(6) 2012 at 7:00am, she felt "shaky." The patient denied seeking any treatment to relieve these symptoms. At the time of troubleshooting, the cca noted, when walked through a retest, the issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the alleged issue, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.